Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient underwent high-risk percutaneous coronary intervention (hrpci) with impella cp support. Following completion of the hrpci, the physician made the clinical decision to continue impella support in order to enhance renal perfusion. Access site was free of any hematoma prior to repo and access site was clear of any plaque/calcium on angiography and of appropriate size. Repo sheath inserted, forward tension sutures placed by physician, tuoey tightened and locked. During closure of other vascular access, a baseball sized hematoma noted inferior to access site. Forward tension sutures removed, angle match and pressure held. Due to the development of a hematoma, the physician made the decision to remove the impella at this time.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Hematoma noted inferior to access site during closure of other vascular access, forward tension sutures removed, angle were matched and pressure held. The cause of the access site adverse event was not determined due to insufficient clinical details.